Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd vacutainer® k2 edta (k2e) blood collection tubes were difficult to hold onto the non-patient end needle when drawing blood. The following information was provided by the initial reporter: phlebotomists complaining that tubes with hemoguard closure are difficult to hold in place when drawing a patient's blood. Quantity of 10 was listed but this is not lot specific, and was a general complaint. Unknown number of tubes are exhibiting this.

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 10 bd vacutainer® k2 edta (k2e) blood collection tubes were difficult to hold onto the non-patient end needle when drawing blood. The following information was provided by the initial reporter: phlebotomists complaining that tubes with hemoguard closure are difficult to hold in place when drawing a patient's blood. Quantity of 10 was listed but this is not lot specific, and was a general complaint. Unknown number of tubes are exhibiting this.